Manufacturer narrative:
The customer¿s report of the pump not alarming and being idle for an hour and a half was confirmed. The infusion in question was programmed as a delay start with no callback after programmed. As designed, when the delay start feature is used, there is no audio alarm when the delayed infusion is complete, unless a callback after option has been programmed. The pcu log shows that the option for this infusion was set for callback before. The root cause of the reported event was user programming.

Event description:
The customer reported that 500 ml of ivig was infusing and when it was time for the next titration change, the pump did not alarm, and medication did not infuse while the pump was idle for an hour and a half. The clinician had used the delay start option feature of the device. There was no patient harm.